Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The device replacement interval was provided. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The device replacement interval was provided. No adverse patient effects were reported. The device remains in service. Additional information received reported that the device was emitting tones. The patient presented to the clinic and the device was found to have recorded a battery depletion (bd) alert. The device replacement interval was again discussed. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The device replacement interval was provided. No adverse patient effects were reported. The device remains in service. Additional information received reported that the device was emitting tones. The patient presented to the clinic and the device was found to have recorded a battery depletion (bd) alert. The device replacement interval was again discussed. No adverse patient effects were reported. The device remains in service. New information received indicates that the device was explanted and will be returned for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The device replacement interval was provided. No adverse patient effects were reported. The device remains in service. Additional information received reported that the device was emitting tones. The patient presented to the clinic and the device was found to have recorded a battery depletion (bd) alert. The device replacement interval was again discussed. No adverse patient effects were reported. The device remains in service. New information received indicates that the device was explanted and will be returned for evaluation.